Event description:
It was report that shortly after this system was implanted, information was received from the surgeon that an absorption thread might have been used for the electrode fixation. A re-operation was performed on that day and the sleeve of the electrode was then firmly fixed with a non-absorption thread. There were no additional adverse patient effects. The system remains implanted.